Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system intermittently displayed a precharge fail error message. This message will result in a no boot situation. There are no reports of patient injury or death associated with this event.